Event description:
It was reported that a user experienced high blood glucose while using the ilet with a recently changed infusion set and no reported leaks, and the user expressed uncertainty about pump management and declined additional pump education and troubleshooting at that time. Symptoms included hyperglycemia without reported associated signs or symptoms. Outcomes included no reported hospitalization, medical intervention, or long-term impact. Investigation included review of the event details and initiation of an education request for further pump training. Investigation of this case revealed no device malfunction reported, with user concerns about operating the device and consideration of reverting to backup therapy, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.